Manufacturer narrative:
(B)(4). Numerous attempts to contact the customer about their reported problem have been unsuccessful and no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that during a patient event upon attempting to power their device on, the device flickered and lost power. The crew reported that they attempted to power the device on a few more times with the same result. The customer was not able to provide any additional information regarding the status of the patient during the event and after the event. It is unknown if the patient suffered any adverse effect as a result of the reported failure.